Event description:
It was reported that the cylinder of this inflatable penile prosthesis (ipp) had fluid loss. The device would not inflate. A fracture in the left cylinder was identified. The ipp was explanted and replaced. No patient complications reported.